Manufacturer narrative:
Evaluation summary: no product for eval. Also, no x-rays and/or operative notes were returned for review. The device was in vivo for approximately 19 months. The pt was revised due to heterotopic ossification, which is a clinical condition where bone material grows in soft tissues of the body. According to literature, the cause of heterotopic ossification may be linked to gender, trauma, injury or neurological condition. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to heterotopic ossification.